Event description:
The recipient will reportedly undergo explant surgery in order to undergo mris with more ease. Revision surgery is scheduled.

Manufacturer narrative:
.

Manufacturer narrative:
(B)(4). The recipient's device was explanted.

Manufacturer narrative:
(B)(4). The external visual inspection revealed the electrode was sliced near the electrode ground ring prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed cut electrode wires near the electrode ground ring. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition caused impedance values to be out of range. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.